Event description:
It was reported that the programmer was unable to "recognize" the implanted device when the programmer head was applied. The programmer was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the programmer was analyzed and the system fan was found to be noisy. (B)(4): analysis confirmed the reported event by analyzing the rf head, telemetry testing failed due to the cable being out of electrical specification.